Event description:
On 9/11/2023, it was reported by a sales representative via email that a patient underwent revision surgery due to a broken lag screw. The patient had a trochanteric nail system implant in (B)(6) 2022. When the patient was working out one week before the revision surgery, a loud pop was heard coming from the hip. The patient went to the emergency room and had x-ray's taken, which showed the broken lag screw. On (B)(6) 2023, the patient had the nail, lag screw, and distal screws removed, and the case was completed as a hemi-arthroplasty. No further information has been reported at this time. Additional information received on 9/12/2023: it is unknown when, exactly in (B)(6) 2022, the procedure was performed and where it occurred. The surgeon for the original procedure is a different surgeon than the one from the revision surgery. After the nail components were removed from inside the patient, the case was completed without using more arthrex products. It was reported that the patient remains stable.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the lag screw was broken and the nail had been explanted. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.